Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a reservoir leak. He also reported a bent needle and that his reservoir would not hold insulin. The customer could not state the location of the leak. He stated noticed the leak when he was filling the reservoir. Customer's blood glucose was 148 mg/dl. No additional information provided.